Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode and was seen in the hospital. The device was evaluated; no abnormal episodes had been stored and no daily measurements were found to be out of range. The device was programmed 60/100.